Manufacturer narrative:
Reference record (B)(4).

Event description:
The patient was treated with ciprofloxacin tablet 2 times daily. The insertion site was inflamed, there was a third course antibiotics and a culture was done. Dipping was painful due to inflammation.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced an inflammation at the insertion site after peg-placement. The patient was using unknown antibiotics as treatment. A culture was taken, the results are unknown. The patient felt better, the stoma was improved but not healed completely.